Manufacturer narrative:
The reported compressor mini was examined at the hospital by our company representative. One of the fuses was found blown. Visual inspection showed that the main inlet was full of lint and dust. The main inlet and fuses were replaced and after a successful function check the compressor was returned to service. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion an as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection for damaged parts and preventive cleaning of dust in the main inlet. There is no information about when the last maintenance was done on this device. (B)(4).

Event description:
(B)(4).